Event description:
It was reported that during a lpa gastric bypass procedure the blade broken off of the device toward the end of the procedure. The blade fell into the patient but was retrieved.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.